Event description:
On (B)(6) 2019, neotract received a medwatch notice filed by a patient stating that following his prostatic urethral lift (pul) procedure done on (B)(6) 2018, he has experienced retention, catheterization for 4 days, sepsis, and biofilm on the capsular tab which required antibiotic treatment. Neotract is unable to determine patient condition as repeated attempts to gain additional information were unsuccessful. Upon review of neotract¿s complaint database, this medwatch was matched to a previous existing complaint.